Manufacturer narrative:
Device evaluation: the amphirion deep balloon catheter was received in a post-inflation profile, (e.g. Not tightly wrapped or winged), and sanguine residue was noted within the balloon chamber. The data printed on the y-manifold is consistent with data on the pouch label, shelf carton, and reported event. A 20cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.014¿ compatible guidewire was loaded with ease through the distal tip of the catheter and navigated out the proximal hub with ease. A 20cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and a vacuum was pulled. A vacuum could be pulled and maintained. The syringe was pressurized, and the balloon chamber was able to be inflated. A 20cc water filled syringe with manometer was attached to inflation lumen luer lock and the catheter was inflated to its nominal pressure of 7atm and a pin hole leak was detected in the proximal third of the 210mm length balloon chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an amphirion deep pta balloon to carry out a treatment. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. No embolic protection was used. During balloon inflation, using an inflation device, difficulties were experienced. The balloon was reported to be ¿broken¿.

Manufacturer narrative:
Additional information: the leak was observed from the balloon. If information is provided in the future, a supplemental report will be issued.